Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported.